Manufacturer narrative:
Device remains fuctioning in the patient. A review of the manufacturing paperwork is being conducted.

Event description:
In 2005, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Approximately one year later the trunk-ipsilateral leg component had migrated distally resulting in a proximal type I endoleak. A re-intervention was done in 2006 and a gore aortic extender was placed at the proximal end of the original trunk, just below the renal arteries. Completion angiography showed the type I endoleak was resolved. The patient tolerated the procedure.